Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had low pacing impedance. The ra lead was capped and not replaced - the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4511-53 lead, implanted 1987-(B)(6). (B)(4).